Event description:
Alleged per hospital risk manager: (B)(6) 2003 - the pt underwent surgery with composix kugel mesh implanted. Subsequently, the pt reported pain in the area of the mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the alleged event. No medical records have been received, no lot number has been provided, and no specific device failure has been indicated. Additionally, the mesh remains implanted. We have contacted the initial reporter to obtain additional info. With the info provided, no conclusion can be drawn.